Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few hours post operative, the patient was experiencing diaphragmatic and nerve stimulation. The right ventricular (rv) lead was reprogrammed to eliminate diaphragmatic pacing. Intervention is planned to reposition the rv lead. No further patient complications have been reported as a result of this event.